Manufacturer narrative:
The device was sent to the stryker depot for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not getting ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker depot technician evaluated the device and verified that the device would not power on with ac power. The device was able to power on with a test battery (dc power). The technician replaced the power supply to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The original power supply was further evaluated by a stryker product assessment center technician (pac tech). The root cause of the issue was an open fuse on part number 3200924-504. This also indicates that the device would not have been able to charge the battery.

Event description:
The customer contacted stryker to report that their device was not getting ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.